Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: missing left coil') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test" and device ineffective "device ineffective". In 2013, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pelvic pain ("pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, tooth disorder, dysmenorrhoea, abdominal distension, alopecia and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received. Events : migration of essure device location of device: missing left coil, pregnancy (no complications), pain, hormonal changes describe: mood swings, abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, anxiety, migraines, headaches, dental problems, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: bloating, hair loss, vaginal pain, the plaintiff did not undergo this test, device ineffective were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.